Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, three (3) tubes were not filling. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes from one patient did not fill. Blood backflowed up the tubing and returned to the patient's vein. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information. B5: describe event or problem: it was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes from one patient did not fill. Blood backflowed up the tubing and returned to the patient's vein. No adverse impact was reported regarding the patient or user. E1: initial reporter first name: (B)(6). Imdrf annex a grid: a140501 - backflow (1064).

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes from one patient did not fill. Blood backflowed up the tubing and returned to the patient's vein. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a tube's unit label but did not provide sufficient evidence to confirm the reported defect. A total of 20 retained samples were subjected to functional tests for low or no draw. All tubes were found to be within specification, and no tube push off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: backflow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.